Event description:
The iab was inserted into the pt on 7/9/97 at 9:00 p.m. And removed on 7/10/97 at 10:30 a.m. The iab did not malfunction. The pt had thrombocytopenia. The iab was not returned to datascope. (Event complications: the pt had thrombocytopenia- reported 4/24/98.)(pt's current status: discharged- reported 4/24/98.)